Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the middle of a therapeutic hepatic resection procedure the elecrosurgical generator caused ¿intermittent problem¿ and would restart after activation. The procedure was delayed by 30 minutes while the patient was administered general anesthesia. A new device was eventually needed and the procedure was completed. No reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadverdently not included in the previous submission. The event can be detected/prevented by following the instructions for use (IFU) which states: "a suitable replacement device must be provided during an application.".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following: 1. The user has mistakenly switched off the device. 2. Mains voltage failure. 3. The user has overlooked the error message that has occurred. 4. Display of error message e673 in the error log 5. Technical defect in the device. 6. Software error. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.